Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 08/2011 (reuse), electrode belt sn (B)(4) - 04/2014 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) ((B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/pb10030b.pdf.

Event description:
A u.s. Distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was reported to be at a rehabilitation ctr at the time of the event. The response buttons were not pressed during the entire event. The pt was taken to the emergency room and continues to wear the lifevest.